Manufacturer narrative:
Analysis of the ins (B)(4)) found a grommet punch out hole. The main component of the system and other applicable components are: product ID 977c165 serial(B)(4) implanted: (B)(6)2016 explanted:(B)(6) 2017 product type lead . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was experiencing shocking at the ins site. The rep reported that the patient had fallen a couple of times. The rep reported that it looked like back in (B)(6) 2016, he reported falling as well based on programming notes in nlink. The rep reported that impedances were normal. The rep reported that the system was explanted on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-06-13. The rep reported that the cause of shocking was not determined. The rep reported that the device would be sent back for analysis and was waiting for return boxes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.